Event description:
It was reported by the customer that they attempted to perform a 12-lead ECG on a pt using the lifepak 12 device; however only artifact was observed. The device then powered itself off. The medic indicated that both batteries in the device had 3 bars. The medic reported that when the device powered itself off, they used a local fire dept device to continue pt care without delay in care. There was no report of an adverse event as a result of this issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper operation was observed through functional and performance testing and the device was returned to the customer for use. The electronic pt event record was also downloaded, which showed some conflicting info. The record showed a prompt of "low battery". The record also indicated the device was charged up twice, but never discharged. Additionally, the record showed that the device did not power down until four (4) hours after the event was initiated. The cause of the reported failure could not be determined.